Manufacturer narrative:
Batch review performed on 20 march 2017. Lot 144273: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was positive for staphylococcus epidermidis. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.